Manufacturer narrative:
The insulin pump alarmed after battery change and resets time and date to factory default due to voltage leak on the interface board. All operating currents within specifications and passed functional testing including rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart alarm. Customer's blood glucose at time of incident was 344 mg/dl. Customer did get a new battery cap and still having unexpected restart alarm. Customer was advised that we replace the pump.